Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for l4 burst. It was reported that 3 weeks after t3 implantation the cage was moved. The product remains in patient. There was patient involved in the event and no further complications reported regarding the event. Additional information was reported on (B)(6) 2020 the cage was placed from the anterior side after posterior fixation. Migration of the cage was confirmed after the operation. At the time of performing procedure on the anterior side, lengthening had been performed as if the vertebral body raised up. Also, there was a vein malformation on the contralateral side, and the intervertebral disc could not be pulled out to the contralateral side. Currently, there is no health damage and no plans for reoperation.